Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device, completion of the investigation and an update to the investigation conclusions. Initial report details: 61-year-old patient treated for bronchial endoscopy under anesthesia general. During a lymph node biopsy bronchial, the puncture needle broke and remained stuck in the bronchus. It has been removed with a polypectomy snare 10mm diameter without damaging the patient's bronchus "as per cc form": 61-year-old patient treated for bronchial endoscopy under anesthesia general. During a lymph node biopsy bronchial,the puncture needle broke and remained stuck in the bronchus. It has been removed with a polypectomy snare 10mm diameter without damaging the patient's bronchus. A section of the device did remain inside the patient¿s body. A part of needle broken, remained stuck in the patient's bronchus. The needle was removed with a polymectomy snare 10 mm diameter the patient did require any additional procedures due to this occurrence. A polypectomy snare 10mm diameter was used to remove a part of needle broken which was remained stuck in bronchus of patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)) distal tip needle broken, needle remained stuck in the patient¿s bronchus. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).: lung. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Details reported: small subcarinal lymph node, 4d lymph node, large lymphadenopathy on the anterior part of the right bronchus: 3 biopsy attempts. Complication: the needle broke in the bronchus at the 4th puncture: need to go get it at the lasso " 4. If not with the device in question, how was the procedure performed and/or finished? 5. Was the device used in a tortuous position? Yes. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No detail provided. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Eb 530 us (a fuji certificate of compatibility was provided to use our ebus needle associated to fuji scope). Many procedures were performed with our needles without difficulties, our needle is however appreciated by physicians. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? Yes 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Issue noted on advancement of the sheath/needle. 14. Was the syringe used during the procedure, after the stylet was removed? Yes, syringe was used during the procedure after the stylet was removed from but needle but also for extracting the sampling from needle after punctures using syringe with water. 15. Was difficulty experienced while retracting the needle? Yes. 16. Was it possible to fully retract before removing the needle from the patient? A piece of needle (distal tip) remained stuck in the patient¿s bronchus. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? No . 20. Was the stylet partially removed when advancing into the target site? Yes 21. How many samples were obtained with this needle? 3 samples obtained 22. Did any section of the device detach inside the patient? Yes, a distal tip of the needle remained stuck in the patient¿s bronchus. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes, some difficulty locking the sheath (or needle) but no difficulty felt to adjust sheath or needle during procedure. 25. Was there difficulty in attaching or detaching the device of the luer lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No detail provided.

Manufacturer narrative:
510(k) number: k160229. 1 unit of lot c1789052 of echo-hd-22-ebus-o-c was returned opened not in its original packaging. The device involved in the complaint was evaluated in the laboratory. The distal end of the needle was found to be broken approx. 1.5cm from the needle. The thumbscrews on the sheath extender and locking ring were tightened, and unable to move as intended. A proximal kink just below the sheath extender was also observed which will be investigated under (B)(4). Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1789052 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1789052. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet . Q.10 of the additional information also indicates that a fuji scope was used rather than an olympus scope as per ifu0110-6 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to break. It is also possible that tortuous position and resistance felt while inserting the device through the scope may have contributed to the needle break, however most likely is stylet was not fully in place. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip has been removed with a polypectomy snare. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k160229. (B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) patient treated for bronchial endoscopy under anesthesia general. During a lymph node biopsy bronchial, the puncture needle broke and remained stuck in the bronchus. It has been removed with a polypectomy snare 10mm diameter without damaging the patient's bronchus "as per cc form": (B)(6) patient treated for bronchial endoscopy under anesthesia general. During a lymph node biopsy bronchial,the puncture needle broke and remained stuck in the bronchus. It has been removed with a polypectomy snare 10mm diameter without damaging the patient's bronchus. A section of the device did remain inside the patients body. A part of needle broken, remained stuck in the patient's bronchus. The needle was removed with a polymectomy snare 10 mm diameter the patient did require any additional procedures due to this occurrence. A polypectomy snare 10mm diameter was used to remove a part of needle broken which was remained stuck in bronchus of patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)) distal tip needle broken, needle remained stuck in the patients bronchus. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).: lung. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Details reported: small subcarinal lymph node, 4d lymph node, large lymphadenopathy on the anterior part of the right bronchus: 3 biopsy attempts. Complication: the needle broke in the bronchus at the 4th puncture: need to go get it at the lasso " if not with the device in question, how was the procedure performed and/or finished? Was the device used in a tortuous position? Yes. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No detail provided for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Eb 530 us (a fuji certificate of compatibility was provided to use our ebus needle associated to fuji scope). Many procedures were performed with our needles without difficulties, our needle is however appreciated by physicians. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? Yes. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Issue noted on advancement of the sheath/needle. Was the syringe used during the procedure, after the stylet was removed? Yes, syringe was used during the procedure after the stylet was removed from but needle but also for extracting the sampling from needle after punctures using syringe with water. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? A piece of needle (distal tip) remained stuck in the patients bronchus. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? Yes. How many samples were obtained with this needle? 3 samples obtained. Did any section of the device detach inside the patient? Yes, a distal tip of the needle remained stuck in the patients bronchus. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes, some difficulty locking the sheath (or needle) but no. Difficulty felt to adjust sheath or needle during procedure. Was there difficulty in attaching or detaching the device of the luer lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No detail provided.